Event description:
According to the information received, a 15mm amplatzer septal occluder (aso) could not be positioned properly in a (B)(6) patient despite using various approaches. The amplatzer torqvue 45 delivery sheath (dtv45) was exchanged for a hausdorf sheath and the aso was able to be implanted successfully. Immediately after implant, the aso embolized into the left atrium (la) and then migrated into the left ventricle (lv), while snare preparations were underway. The patient was sent to surgery where the aso was removed and the defect was closed with a pericardial patch.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive because (the device was not returned for analysis and) medical records and images were not provided. Sjm requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The cause of the embolization remains unknown. Device not returned to st. Jude medical.